Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her ubk sleek regular tampon came apart upon removal and tampon pieces remained inside of her. Consumer stated she was experiencing abdominal cramps after the tampon removal. She does not wish to be contacted.